Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. The customer reported that the device was in use on a patient. There was no adverse event to a patient or user.